Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional of the clinical study via the manufacturer representative reported the burning sensation occurred when the stimulation was off and palpating around the ins, extensions and leads did not affect the burning sensation. Reprogramming had not been attempted and it was unknown if the impedances were checked. Imaging was performed. The cause of the burning sensation at the level of the device was not determined, however, a physical exam observed no signs of infection or irritation and there was no device deficiency.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported a burning sensation at the level of the device, implantable neurostimulator (ins) pocket. The event was considered ongoing. The patient saw their hcp on (B)(6) 2016. No diagnostic tests were performed. The etiology relationship was possibly related to the device or therapy, and possibly related to the procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Historical impedances available from (B)(6) 2016 were between 803-944 ohms at 0.70 volts with electrode 14 as the reference.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a manufacturer representative reported the subject had a consultation with the hcp on (B)(6) 2017.